Event description:
It was reported that at replacement surgery this morning, the healthcare provider (hcp) could not get the extension into the implantable neurostimulator (ins). The hcp noticed the extension port opening appeared oblong and that it was difficult to get the extension tip in. The hcp ended up using the torque wrench to manipulate ("bore out") the silicone to move the material out of the way. The hcp also backed the setscrews until it would not go further before inserting the extensions in both ins ports. The hcp did confirm the setscrews were down on the ins and tugged on the extensions to make sure they were secured. Impedance check was normal and the issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.